Event description:
International affiliate reports the system was not draining and the tubing and collection bag set was replaced. After the malfunctioning tubing was removed; it was flushed with a syringe and an obstruction in the y connection (after the proximal stopcock and near the sampling port) was revealed. The pt recovered once the new system started draining and no complications have been experienced.